Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the rear tip extenders (where not equal length) resulting in the patient to be dissatisfied with the implant. The ipp remains implanted and 1.5cm rte was added to the previously implanted rtes. The procedure was successful.